Event description:
The manufacturer received info alleging a ventilator displayed a service required message. The device was not in pt use.

Manufacturer narrative:
The device was evaluated by a third party service center. During the evaluation a failure of the oxygen blender board was observed. The ventilator's oxygen blender board was replaced to address this issue.